Manufacturer narrative:
Rac was replaced and requested back for investigation. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and confirmed the alleged error 281 message. This complaint is being reported due to the following conclusion: due to the alleged error message, surgeon decided to abort the da vinci surgical procedure post anesthesia. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive employees, caused or contributed to the reportable event.

Event description:
The surgeon contacted intuitive surgical, inc.(isi) technical service engineer (tse) alleging that their da vinci si surgical system would not start and had an error 281 during a prostatectomy procedure. An error 281 occurs when a processor does not complete a step during system startup within the allotted time. Due to the alleged issue the surgeon decided to abort the surgical procedure post anesthesia. At this time there is no information on how long the patient was under anesthesia when the alleged issue occurred. It is also unknown when the patient's da vinci surgical procedure was rescheduled. Tse had the site emergency power off (epo) the system and had the site check and reseat the blue cables; however, the alleged issue persisted. Tse had the site check the amber led on the power buttons to ensure it was powered on. Tse also checked the system logs and confirmed the error 281 on the surgeon console controller(scc), which was followed by an error 307 which reported that the master logic controller left( mlcl) was missing. An error 307 appears when one component of the system does not complete its power up process at system startup. The field service engineer (fse) replaced the remote arm controller (rac) on 10/29/2013. An rac is a set of printed circuit assemblies (pca's) that controls one manipulator with up to eight active joints driven by brushed motors and an associated setup arm with up to four passive joints. The alleged issue was resolved after the rac was replaced and the system passed testing. No further issues were found.

Manufacturer narrative:
The remote arm controller (rac) was returned with the following findings: visual inspection noted that the rac was in good condition. Failure analysis was unable to replicate the alleged errors 281 and 307; however, the system faulted with errors 40006, 25100 at first start-up. This issue is usually caused by a tigershak component on remote center of motion (rcm) board and this particular unit needs to be replaced. An error 4006 indicates that an attempt was made to insert an element into a full queue. This can be caused by a processor dying somewhere, and the node trying to talk to it will back up. If the 40006 is all by itself, it is either a bad board (the one reporting it), a bad node somewhere is the system not responding (but eventually responding so it does not timeout), or a code issue where we do not have enough bandwidth somewhere. An 25100 indicates that the data was not received and this is most often is caused by a communication problem on the fiber or low voltage differential signaling (lvds).